Event description:
The customer stated an architect i1000sr analyzer generated a false (B)(6) hbsag result for one patient sample. The results was questioned by the physician. Upon repeat, a (B)(6) hbsag result was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The true result cannot be determined by two discepant hbsag results alone. Confirmation testing should be performed to determine the true result. No adverse trend or atypical complaint activity for this issue was identified. Labeling was reviewed and found to be adequate. Based on the lack of confirmation testing and the possible immune responses known to be different in the pregnant population, the investigation concluded there is no product deficiency.

Manufacturer narrative:
(B)(4), no consequences or impact to patient. (B)(4), false (B)(6) result. A follow-up report will be submitted when the evaluation is complete.